Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2018 a customer reported a low readings issue with their adc optium xceed meter. No medical treatment was reported at this time, but the customer was sent a goodwill upgraded replacement meter. On (B)(6) 2018 the caregiver of the customer called back to report that the order had never been received. Additionally the caller reported an issue with the product and a medical event. On (B)(6) 2018 the customer experienced a fever and had developed an abscess. The abscess was treated surgically in the hospital and the customer was given two unspecified antibiotics. The customer had been using their original adc optium xceed meter, which they reported was now giving inaccurate readings compared to an hcp meter. The hcp meter gave a reading of 'hi', indicating that the customer's blood glucose was greater than 500 mg/dl. The customer was diagnosed with dka. There was no report of death associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot number has not been provided for reported test strips. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Since the product optium xceed meter exceeded its useful life, it is determined to have met specifications when the product was released and through its lifespan. Therefore, no further investigation activities are required. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips. The review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Brand name was incorrectly documented in the initial MDR 30 day report. Brand name has been updated.

Event description:
On (B)(6) 2018 a customer reported a low readings issue with their adc optium xceed meter. No medical treatment was reported at this time, but the customer was sent a goodwill upgraded replacement meter. On (B)(6) 2018 the caregiver of the customer called back to report that the order had never been received. Additionally the caller reported an issue with the product and a medical event. On (B)(6) 2018 the customer experienced a fever and had developed an abscess. The abscess was treated surgically in the hospital and the customer was given two unspecified antibiotics. The customer had been using their original adc optium xceed meter, which they reported was now giving inaccurate readings compared to an hcp meter. The hcp meter gave a reading of 'hi', indicating that the customer's blood glucose was greater than 500 mg/dl. The customer was diagnosed with dka. There was no report of death associated with this event.